Manufacturer narrative:
Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015 following acute subdural hematomas. The following events were reported to have occurred prior to the patient's death. It was reported that during a clinic visit on (B)(6) 2015, a review of the device history noted continual low flow alarms. The manufacturer's technical services reviewed the submitted log file and confirmed that numerous low flow events had been captured. The pump was maintaining the set speed. The patient stated he had been feeling weak and fatigued more than usual over the past couple of weeks. He reported "staggering" when standing, but denied dizziness. It was noted that the patient had been seen by a neurologist (B)(6) 2015 for an ongoing headache. A CT angiogram performed on (B)(6) 2015 showed no evidence of bleeding. During the clinic visit on (B)(6) 2015, the patient stated the headaches were better after a course of steroids prescribed by the neurologist. An echocardiogram showed good compression of the left ventricle and the pump appeared to be operating fine. The pump speed was decreased to 9800 rpm and unspecified adjustments were made to the patient's blood pressure medications. The patient was referred back to the neurologist for the reported staggering. The patient was admitted on (B)(6) 2015 from the clinic during a follow-up visit. Low flow alarms were noted on (B)(6) 2015 and due to increased lethargy, a CT scan was performed and bilateral subdural hematomas were discovered. The patient's daughter denied any knowledge of a fall or traumatic event since the CT scan from (B)(6) 2015. On (B)(6) 2015 the patient underwent bilateral craniotomies with drain placement for the subdural hematomas. The drains were removed on (B)(6) 2015 and a repeat CT scan showed improvement; however, later that day acute changes in mental status were noted with a loss of consciousness. Another CT scan showed increasing acute subdural hematomas along the left and right convexities with worsening subfalcine herniation and worsening descending herniation. The family declined any further surgical interventions based on prior conversations with the patient regarding his wishes. On (B)(6) 2015, the patient was made do not resuscitate and palliative care was consulted. The lvad pump was turned off on (B)(6) 2015. The patient was noted to be asystolic and subsequently expired. The pump was not explanted and the family did not request an autopsy. Additionally, no other equipment will be returned for evaluation.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The instructions for use also outlines that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.